Manufacturer narrative:
The hill-rom technician found the side rail will not latch due to pin being not fully in place. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the pin to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the siderail would not latch. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).